Manufacturer narrative:
Further analysis was performed on the device. Visual inspection revealed no anomalies. Bench analysis and functional analysis found that all low battery tests met specifications. Conclusion: could not confirm the functional test failures seen during servicing of the device.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case, lower case and ring cover were broken, the bail covers and battery drawer were broken and contaminated, the battery contacts were compressed and the main printed circuit board (pcb) was out of electrical specification intermittent. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.